Event description:
Additional information received reported that the patient was ¿doing well.¿

Event description:
On (B)(6) 2013 the representative later reported that the doctor revised the patient¿s pump on (B)(6) 2013. The pump was ¿twiddled¿ around the pump connector and restricted flow. The doctor cut the twisted catheter, got good cerebrospinal fluid (csf) backflow, and added an 8731sc pump segment. They moved the pump to the patient¿s left rib area. The logs indicated that the medication infused was hydromorphone. The patient¿s dosing was decreased by 41% on (B)(4) 2013.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot # n327830, implanted: (B)(6) 2012, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
A confirmed flipped pump was reported along with filling difficulty. It was stated that the pump flipping was due to excessive weight loss. A revision was indicated to be done but not scheduled as of yet. Diagnostics such as dye study/roller study and x-rays were done (specific details not provided). It was also added that at the refill they had expected reservoir drug volume to be 2ml but got 17ml. No patient symptoms were reported; patient status at the time of this report was noted as alive with no injury. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).